Manufacturer narrative:
Request from FDA: we received a serious injury MDR report 3/11/2020-3/12/2020: 1823260-2020-00703. A patient from the MDR report had artificial heart valves and suffered from thrombus. Based on information provided by roche before, the strip lot (42401022) involved in this MDR report was calibrated to ml13recal. Please let us know if the information is not correct. Response from manufacturer: it is correct that this case was calibrated to ml 13recal. 1823260-2020-00703 - patient has 2 mechanical heart valves. It is important to note that the patient¿s inr was not stable. The results over time were both below and above the patient¿s therapeutic range. Information from the medical assessment: in this case "a clot in the spleen" was alleged; the "clot" was diagnosed by CT 03-feb-2020. The date of the CT does not necessarily reflect the day of the event (might happen also days/weeks before). The symptoms started on 27-jan-2020. The terminus "clot" does not clarify the reason for the clot. A clot may be a thromboembolic event but may be also a clot in a hematoma, which is caused by a bleeding. So opposite events may lead to a clot. In this case it is not completely clarified, what is meant by "clot." The results before the event are not stable, but have a tendency to be above the therapeutic range (tr). As the patient has two mechanical heart valves, it is assumed that the patient normally has a stable anticoagulation, but on 19-dec-2019 the patient had surgery for carpal tunnel syndrome and anticoagulation has been paused and he was bridged with lovenox. It is unknown at which point in time the vka medication was resumed and when the bridging was stopped. The switch from bridging back to vka may have been one reason for the unstable anticoagulation before the event: (B)(6) 2020 at 6:34pm inr 2.1-- below tr (2.5 - 3.5 inr): (B)(6) 2020 at 6:28pm inr 4.1 -- above tr, withheld coumadin one day, resumed on 23-jan-2020 (B)(6) -2020 at 6:27pm inr 2.1-- below tr (B)(6) -2020 at 1:08pm inr 4.2 -- above tr, withheld coumadin one day, resumed on 02-feb-2020 as it is not completely clear, whether a bleeding occurred (parenchymal hematoma/clot) or if there was an occlusion of a vessel (clot/thrombosis/embolism). Depending on the event, the root causes/sublying diseases would be different and therefore also the assessment of the contribution of the coaguchek. The most probable root cause of the event was the unstable anticoagulation. We previously asked for additional information from the initial report. No further details could be provided about the coumadin schema before the event he does not remember inr measures obtained during the last hospitalization he stated no contrast for the CT for used he did not know if the spleen thrombus was intravascular or parenchymal he does not want to provide the complete list of medications. Request from FDA: in 1823260-2020-00703, the reporter did not provide any information whether any laboratory testing was done. Please update us whether you have done any investigation on this MDR report and what additional information you have obtained. Response from manufacturer: investigation results were provided in the previous report 1823260-2020-00703-00. There were no results in the meter memory between (B)(6) 2020 and (B)(6) 2020.

Manufacturer narrative:
The reporter's meter and 1 test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): customer strips: qc 1: 3.2 inr. Retention strips: qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.2%. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated his coumadin medication was reduced too much based on results obtained on coaguchek xs meter serial number (B)(4). Due to the reduction in medication dosage, this patient had a blood clot on his spleen. On (B)(6) 2020, the patient started feeling pain in his left side. These same symptoms caused the patient to go to the hospital on (B)(6) 2020. A computed tomography scan (without contrast) of the patient performed on (B)(6) 2020 showed a blood clot on his spleen. The patient could not clarify the type of spleen thrombus. The patient's doctors told him the clot was due to low inr and that his blood became too thick. The patient was hospitalized overnight. At the hospital, the patient was kept on coumadin and was observed. Inr testing was performed at the hospital, but no results could be provided. The patient has two artificial heart valves and one heart valve sent a clot to the spleen. The patient believes the clot started when he started feeling pain on (B)(6) 2020. The patient is currently "alright" and there is no pain on his left side. The patient's therapeutic range is 2.5 - 3.5 inr.